Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient's device was in overdischarge. It was noted that this was the patient's first overdischarge. It was noted that the physician mode recharge (pmr) did not successfully reset the device. It was noted that the patient had set up an appointment with the physician to set up for a possible implantable neurostimulator (ins) replacement. It was noted that the patient was receiving less than 50% therapy relief and had a return of chronic pain to the lower extremities.